Event description:
A patient was admitted to the hospital due to uremia. On (B)(6) 2025, a hemostar dialysis catheter was used establish a long-term vascular access for the patient through the jugular vein. During the process, it was found that the introducer needle in the dialysis catheter was cracked, leaking air and had poor tightness, so it could not be used. Immediately after replacing it with another introducer needle, the catheter was placed in the patient's body without causing any harm.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as this is the only complaint reported for this lot number. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided for review. The first photo shows the partial view an introducer needle placed on a surface. No obvious crack was noted in the luer connector of the needle. The second photo shows the product label in native language. Therefore, the investigation is inconclusive for the reported needle fracture and air leak issues as the photo evidence provided is not sufficiently clear to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was admitted to the hospital due to uremia. On (B)(6) 2025, a hemostar dialysis catheter was used establish a long-term vascular access for the patient through the jugular vein. During the process, it was found that the introducer needle in the dialysis catheter was cracked, leaking air and had poor tightness, so it could not be used. Immediately after replacing it with another introducer needle, the catheter was placed in the patient's body without causing any harm.